Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. Possible sample handling. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the "interpretation of results" section: if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result.

Event description:
(B)(6) advia centaur xp hbsag results were obtained for two patient samples. The physician questioned the result for patient (B)(6). A redraw sample was tested for patient (B)(6). The results were (B)(6). Since a clot was detected, the patient sample was respun and repeat testing was performed. The results were (B)(6). The initial sample was respun and tested. The results were (B)(6). The initial sample for the second patient (B)(6) was respun and tested. The results were (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.